Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (system speaker hums) has been confirmed. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that his monitor was emitting a loud screeching noise. The pt was issued a replacement monitor.